Event description:
The complainant reported that the patient experienced a pseudoaneurysm at their impella cp access site. When the pump was explanted, the bleeding was initially stopped via compression. However, afterwards, a pseudoaneurysm formed at the area of compression. Manual pressure was once again held to achieve hemostasis. Although surgical intervention was considered, it was not deemed necessary as the manual pressure managed the condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The impella device was not returned for evaluation.. Insufficient clinical information was provided and the relation to impella is unknown for the vascular damage. The root cause of the vascular damage issue could not be determined since product was not returned and insufficient clinical information. The instructions for use states ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ it also states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿